Manufacturer narrative:
--

Event description:
Additional information was provided that this patient infection was not related to the device or leads. The patient had a history of (B)(6). It was noted that the extraction of the system was uneventful. The patient passed away approximately one month later; however, it was confirmed that this was not due to the system or the extraction of the system; but was due to the patient being very ill.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.